Manufacturer narrative:
The following fields were corrected as part of this follow-up report. Section b5 (event description) has been revised to accurately reflect the reported event. Section h6 (health effect ¿ clinical and impact codes) has been fully repopulated for alignment with the reported event. Section d6a (implant date) and d6b (explant date) were erroneously populated; these dates to the initial report should be disregarded. Section d9 (device received by manufacturer; available for evaluation), including the device receipt date, was erroneously omitted from the initial submission and has been corrected in this follow-up report. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Event description:
Impella cp was inserted via femoral artery in a (B)(6) year-old male patient of for acute myocardial infarction/cardiogenic shock (ami/cgs). The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as stage c-d (society for cardiovascular angiography and interventions) scai shock stage. During preparation for insertion, it was noted that the side arm of the 14fr x 13cm peep away sheath would not flush. A different sheath kit was opened and utilized at that time and the defective sheath was discarded. While on support red-tinged urine noted in urinary catheter and labs resulting as hemolyzed. Impella determined to be contributing factor to possible hemolysis. Attending physician informed and came to bedside to reposition. Prior echo measurement was 3.5 cm with unknown measurement post repositioning. It was also noted that there was intermittent bleeding from the groin in the intensive care unit (ICU). Heparin was turned off by staff at 0930 on 11/3/2025 without rep knowledge. Explant did not occur until 1430 on 11/3/2025. Clot had formed. During explant, clot was dislodged and patient lost distal pulses, vascular surgery performed to repair the groin. No other information was given.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During preparation for insertion, it was noted that the side arm of the 14fr x 13cm peep away sheath would not flush. A different sheath kit was opened and utilized at that time and the defective sheath was discarded. Red-tinged urine noted in urinary catheter and labs resulting as hemolyzed. Impella determined to be contributing factor to possible hemolysis. Attending physician informed and came to bedside to reposition. Prior echo measurement was 3.5 cm, and echo following repositioning is still pending. Cp was a little deep and causing hemolysis. Heparin was turned off by staff at 0930 on 11/3 without rep knowledge. Explant did not occur until 1430 on 11/3. Clot had formed. During explant, clot was dislodged and pt lost distal pulses. Pt has intermittently been bleeding from groin. Vascular surgery performed to repair this groin.